Event description:
The manufacturer has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer returned a 8mm electromyographic (emg) endotracheal tube stating "there was a leak in the tube. The anesthesiologist had to place gauze in the mouth to prevent the tube from leaking. The tube kept coming out of the mouth causing bad responses from the nim." It is unclear whether or not the patient was reintubated to correct the problem. There was no suggestion of patient injury. Analysis of the device confirmed that there was a tear in the cuff. This information indicates that there was a cuff leak during the procedure that had the potential to go undetected. This is in reference to the air system of the cuff and pillow (inflation lumen). Small undetected cuff leaks (such as pin holes or punctures by a lead wire) have resulted in intraoperative cuff deflation. Intraoperative cuff deflation affects the ventilation of the patient. It will conservatively be assumed that the reported leak is small and possibly undetectable in nature and could require reintubation if the event were to recur.

Manufacturer narrative:
A technician did an investigation and found no leaks around the check valve. The only leak that the technician found was a tear on the cuff. "A tear like that cannot pass our in-process inspection. Since the patient also bit down during removal so the tear could have come from that. (The technician didn't) see defects from out manufacturing that may have caused this." The electromyographic (emg) endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the laryngeal musculature during surgery when connected to a multi-channel emg neuromonitoring device. The emg endotracheal tube is a flexible silicone endotracheal tube with an inflatable cuff and is fitted with electrodes on the main shaft of the endotracheal tube, which are exposed only for a short distance, approximately 30mm, slightly superior to the cuff. The electrodes are designed to make contact with the patient's vocal cords to facilitate emg monitoring of the vocal cords during surgery when connected to an emg monitoring device. Both the tube and the cuff are manufactured from material that allows the tube to readily conform to the shape of the patient's trachea with minimal trauma to tissues. The emg endotracheal tube is packaged as a sterile single-use device. Nerve monitors are mandatory for use with the emg endotracheal tube. According to the instructions for use, the user is instructed to "monitor the cuff volume routinely to ensure an adequate seal is maintained." When information suggests that the nim equipment had the potential to cause patient injury it is assumed that the failure may go undetected. Therefore, without information to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis.